Event description:
On 10/14/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1923ds disposables kit drill was not as sharp as usual, so the doctor stopped using it and opened another one of the same products, which allowed him to complete the procedure without any problems. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically misalignment of the instrument during use. The complaint allegation was not confirmed. No evidence of that failure was received.